Event description:
It was reported that a patient called asking if a bad headache the patient experienced might be related to the patient's implanted defibrillator. The system remains in use. No further complications were reported due to this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.